Manufacturer narrative:
Additional information: the reported event that the tip of the device provides incorrect measures was duplicated through the device inspection. It was observed that the pointer tip was bent. Any physical impact to the navigated instrument can cause product damage or operational failure

Event description:
It was reported that during testing conducted at the user facility, the large pointer provided inaccurate measurements. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Event description:
It was reported that during testing conducted at the user facility, the large pointer provided inaccurate measurements. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.